Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection like syndrome" and "severe swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine in the nasolabial, marionette fold, cheek, and jaw-chin-line, and .35 ml of juvéderm® ultra smile in the upper lip. Patient presented with "immunologic reaction" later specified as "severe swelling in the jowl region, point 3, 4, and 5, with ils (infection-like syndrome)". Patient was treated with hylase on 3 occasions, ciprobay and cortisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00133 (allergan complaint # (B)(4)). This is the first MDR submitted for the first lot # of suspect product, juvéderm® voluma¿ with lidocaine.